Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that after a hard reset was performed with the handheld, the screen would not align. A second hard reset and troubleshooting was performed, but the problem persisted. Product has been requested, but has not been returned to the manufacturer to date.